Manufacturer narrative:
Device eval by MFR? Ligation clips were not saved and returned to MFR. A lot number (s) was not provided, therefore, a DHR eval could not be performed. If any add'l info becomes available, teleflex medical will provide a follow up report.

Event description:
It was reported to teleflex medical that during a prostatectomy procedure, the hem-o-lok clips used migrated down the vessel.